Event description:
It was reported that the patient complained of chest pain. It was discovered that there was a microperforation of the right ventricle. The right ventricular lead was repositioned and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.